Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However,a disconnected disposable tubing is a known cause of this type of this issue. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿ users are instructed to place the solution bags on a flat, stable surface and that falling bags can result in a disconnect or leak. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during fill one of peritoneal dialysis (pd) therapy. The patient stated that the supply bag fell and became disconnected. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.